Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in the 2 intervertebral plif in the initial operation. The second operation (B)(6) 2018 was 5 intervertebral fixation. Levels implanted: l4-s1 in the initial operation, l1-s1 in the second operation. It was reported that during use, the right screw of s1 was broken. Screw would be removed on (B)(6). Product was used correctly according to the directions given in the IFU/labeling. On 2022-jan-18, received additional information that the broken screw was s5 f7.5 × 45mm. Lot number is unknown. On (B)(6) 2022, received updated information that, the solera 55/60 screw with a diameter of 8.5 mm was reported, but the correct product is the screw with a diameter of 7.5 mm and a length of 45 mm. It was able to remove the broken bone screw part using an extractor, but the extractor and screw were stuck together.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.